Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that during a laparoscopic procedure, the unit had been working correctly until it intermittently began running on its own for approx 8 minutes. It was further reported that the unit then began to run on its own without the handpiece being used. The handpiece was then examined and when the suction button was depressed, the unit began to emit smoke from the handpiece. Further, the unit was immediately removed from the surgical field and the batteries were removed in order to make it stop running. It was further reported that the unit did not come in contact with the pt and no report of injuries to the pt were reported.